Event description:
In 2009, the surgeon was removing the construct in order to fuse adjacent levels, when the tip of the acufix threaded screw removal driver tips broke off in the screw. The surgeon removed the driver tips, and was able to complete the surgery as indicated with other instruments. There was no surgical delay and no harm to the pt.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.